Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.

Event description:
It was reported that the vapr vue generator displayed error code 200 ref 67 during service. (Service: error 200 ref 67).

Manufacturer narrative:
Investigation summary: the device was received at the service center and evaluated. The complaint can be confirmed. The following information was derived from the service report: damaged psu board replaced. Functional test acc. To test procedure completed. By built-in-test (bite) indicated fault codes analysed. Unit cleaned. Unit calibrated newly. 1hr.- output power test completed. Functional test performed. Electrical safety test acc. To iec 60601-1 completed. Safety test checklist enclosed. When the psu board is defective it may cause the error code described therefore is a root cause for the reported failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If additional information should become available, a supplemental medwatch will be submitted accordingly.